Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of a no power issue was verified; however, the burn damage was not verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. The visual inspection revealed exposed/spliced wires due to what looks like biting of the power cord of the ac power adapter. After opening the ac power adapter no burnt components were observed on the main circuit board or to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed on the main pcb or to the inner housing. Unit was tested with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. There was no burn damage noted on any external or internal component of both the ac power adapter and the transmitter. The damaged power cord of the ac power adapter caused the no power issue due to the exposed wires.

Event description:
It was reported that the transmitter's cable was noted to have exhibited a burn. The transmitter was replaced. The patient condition was unknown.